Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical data, the issue may be related to the improper opening of the polyfoil pouch. Past evaluations have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device used on the patient, for the first device reported that was used on the same patient see MDR 3013394970-2018-00356.

Event description:
The user facility reported the bypass tube detached on the angio-seal sts device, when the bypass tube was being inserted into the insertion sheath although the bypass tube was handled without applying force. The device had been stored on a level place, and there was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was replaced with another angio-seal device. However, the same incident happened with the second angio-seal device as well. The second device was therefore replaced with another angio-seal device. Hemostasis was successfully achieved with the third device, and there was nothing used with the device. There was no health damage to the patient.